Event description:
It was reported that the patient presented for a scheduled generator change. Prior to the generator change it was discovered that the device was programmed to aair; however, it is unknown why the device had a programming change. The right ventricular lead was capped and replaced during the generator change. The patient was discharged.